Event description:
It was reported that on the sixth day after indwelling the three-lumen foley catheter, it fell off on its own. While checking, the balloon was tried to be inflated and it was found to have air leak. Device failure performance was mentioned as gas leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc and might be contribute by user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the sixth day after indwelling the three-lumen foley catheter, it fell off on its own. While checking, the balloon was tried to be inflated and it was found to have air leak. Device failure performance was mentioned as gas leak. Per follow up information received via ibc on 24-sep-2022, it was reported that the air was used to inflate the catheter balloon which escaped from the balloon causing the catheter to out. Per follow up information received via ibc on 08oct2022, it was stated that the air was used to inflate the catheter after it was being fell out from the patient during testing.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc and might be contribute by user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the sixth day after indwelling the three-lumen foley catheter, it fell off on its own. While checking, the balloon was tried to be inflated and it was found to have air leak. Device failure performance was mentioned as gas leak. Per follow up information received via ibc on 24-sep-2022, it was reported that the air was used to inflate the catheter balloon which escaped from the balloon causing the catheter to out.